Manufacturer narrative:
The returned device was evaluated and the pod was received not deployed. The download data showed that an 0x41 alarm had been generated during second prime, preventing the pod from completing the activation process and deploying the needle mechanism. The download data showed that a rotational sensor assembly malfunction had occurred. Rerun of the pod replicated the rotational sensor data abnormalities. Inspection of the drive mechanism found evidence of contamination on the commutator cap. This contamination contributed to the rotational sensor data abnormalities that resulted in the 0x41 alarm.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported while a patient had activated a pod the cannula had not deployed and the pink slide had not moved forward. The pod was not worn.